Event description:
The customer reported that the system displayed a cine disk failure. The cine function was not working, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb and cine and sata hard drives were replaced. The system was then found to be operating as intended.